Event description:
It was reported four staff members were transferring a patient from an ER stretcher to a critical care bed, and allegedly the stretcher began to slide. It is reported the brakes were engaged on both the bed and stretcher. It was further reported the patient began to slide off the "air buddy" and one staff member leaned across the stretcher to catch the patient, and it was reported the staff member was injured.

Manufacturer narrative:
The manufacturer continues to work with the customer to identify the model and serial number of the stretcher involved in the reported incident. Details of the reported injury to the caregiver continue to be under investigation also, and a follow-up MDR will be filed accordingly.